Manufacturer narrative:
(B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with anterior colorrhaphy, posterior colporrhaphy, and bilateral retroperitoneal vaginal vault suspension. The reasons for this procedure are total vaginal vault prolapse, cystocele, rectocele, large enterocele and stress urinary incontinence. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. It was reported that the patient experienced infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, and other. It was reported that patient underwent excision of mesh/scar from anterior vaginal wall, anterior colporrhaphy, sacrospinous ligament fixation, and vaginal hysterectomy on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.